Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) and the right ventricular (rv) lead experienced a premature ventricular contraction (pvc) initiated sudden cardiac arrest (sca). All programmed therapy was given and the device had difficulty converting the ventricular fibrillation (vf). The rhythm wasn't converted until the last shock with reversed polarity. The shocks were programmed for initial polarity. All the shocks provided yielded a "high impedance" message. The shock impedance was trending high in range and there have been no recent out of range measurements. Technical services (ts) discussed that the patient shouldn't be considered protected at this time. Ts recommended examining the shock vectors and considering changing the vector. Ts also recommended performing a defibrillation threshold (dft) test and that it was likely the rv lead would need to be replaced. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information added to b5. F10 and h6 updated. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) and the right ventricular (rv) lead experienced a premature ventricular contraction (pvc) initiated sudden cardiac arrest (sca). All programmed therapy was given and the device had difficulty converting the ventricular fibrillation (vf). The rhythm wasn't converted until the last shock with reversed polarity. The shocks were programmed for initial polarity. All the shocks provided yielded a "high impedance" message. The shock impedance was trending high in range and there have been no recent out of range measurements. Technical services (ts) discussed that the patient shouldn't be considered protected at this time. Ts recommended examining the shock vectors and considering changing the vector. Ts also recommended performing a defibrillation threshold (dft) test and that it was likely the rv lead would need to be replaced. This ICD remains in service. No adverse patient effects were reported. Additional information was received from the field. It was confirmed code 1005 was recorded. Also, there was a high dft threshold. A revision was planned for the rv lead at a future date.